Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that atrial lead threshold measurements were high and the p waves were small during routine programming for an ablation procedure for atrial flutter. Fluoroscopy was performed and revealed a macro dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.